Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false detection of a loaded set, which was reproduced as a system error 320. This alarm corresponds with this condition found during baxter's functionality testing. This was confirmed and caused by a failed lower auxiliary flex. The failed lower auxiliary assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump falsely detected a loaded set. There was no pt involvement.